Event description:
After using the fasciablaster on my abdomen as directed, I became extremely nauseous and began projectile vomiting. I did not correlate this issue to the fasciablaster until it occurred again and again, each time accompanied by extreme fatigue and flu like symptoms in the ensuing days. I had changed nothing else about my routine with the exception of using the fasciablaster. I stopped using the fasciablaster on my abdomen for a few weeks, used it again on my abdomen, as directed, "fast and hard, side to side, diagonally and at a pain level no higher than 7", and within hours, I was vomiting relentlessly. Once I completely stopped using it, the vomiting stopped. A few months later I went in for my semi annual blood work and my physician was quite alarmed at the increased level of inflammation in my body that showed up. I now know that this too was a direct result of using the fasciablaster, even though I had stopped using it a month previous.